Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called three times and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose readings were 11 mg/dl, 22 mg/dl and 20 mg/dl when paramedics arrived. Customer stated that he is a brittle diabetic. Customer stated that he did not remember what he ate and he just estimated his bolus. Customer stated that he had an MRI and he was connected to the insulin pump. Customer stated that he was unconscious for about an hour due to low blood glucose and his wife called the paramedics. Nothing further was reported.